Manufacturer narrative:
Preliminary analysis of the programmer showed several abnormal behaviors: frozen screen, no reaction to keyboard, failure to re-boot it, black screen and time clock blocked. The root cause could probably link with a real time clock issue but could not be confirmed.

Event description:
It was reported a frozen software on a programmer. An investigation is required.

Event description:
It was reported a frozen software on a programmer. An investigation is required.

Event description:
It was reported a frozen software on a programmer. An investigation is required.